Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing motherboard.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-3200-0020 ccu was not taking photos or videos with a camera head or tablet in multiple cases. The root cause was due to damaged pins at the location where it was plugged into the camera head. This was discovered during cases with no reported patient harm.